Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds2222 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, the contaminated PICC is bd, and catheter replacement was indicated due to device-related bloodstream infection. It was not possible to change the device, and the patient remained with the infected PICC, as he did not have other possibilities of venous access. On 05/17/2022 - additional information received: does the catheter currently remain in the patient? Catheter did not remain in the patient. It was withdrawn on (B)(6) 2022, on the same day as the technical complaint. Unsuccessful attempt to insert a new PICC, pediatric surgeon performed phlebotomy in the axillary region. Was it possible to treat the infection? It was possible to treat the infection, the main treatment being the removal of the catheter infected by (B)(6). What is the patient's current status? Current status of the infant: regular general condition, still hospitalized in the nicu, with ventilatory support. It was extremely premature ((B)(6)), therefore, it is a complex case and demands a long hospital stay. Was there a prolongation of the hospitalization due to what happened? Prolonged hospitalization did not occur due to catheter incidents. I reiterate that it is a serious patient due to extreme prematurity.

Event description:
It was reported by the customer, the contaminated PICC is bd, and catheter replacement was indicated due to device-related bloodstream infection. It was not possible to change the device, and the patient remained with the infected PICC, as he did not have other possibilities of venous access. 05/17/2022 - additional information received: ¿ does the catheter currently remain in the patient? Catheter did not remain in the patient. It was withdrawn on (B)(6) 2022, on the same day as the technical complaint. Unsuccessful attempt to insert a new PICC, pediatric surgeon performed phlebotomy in the axillary region. ¿ was it possible to treat the infection? It was possible to treat the infection, the main treatment being the removal of the catheter infected by mrsa. ¿ what is the patient's current status? Current status of the infant: regular general condition, still hospitalized in the nicu, with ventilatory support. It was extremely premature (ga 23 weeks), therefore, it is a complex case and demands a long hospital stay. ¿ was there a prolongation of the hospitalization due to what happened? Prolonged hospitalization did not occur due to catheter incidents. I reiterate that it is a serious patient due to extreme prematurity.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.